Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the 3d comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient "break outs in the mouth."